Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: the pump would not power on. Investigation revealed that the battery compartment was cracked and there was moisture in the battery compartment. Unrelated to the casing issue, investigation revealed that the internal clock battery was leaking.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 03/20/2014.